Event description:
The patient was implanted with the manufacturer's clinical trial lvad. It was reported by the cardiovascular perfusionist that the power base unit was unplugged form the main (ac) power and the pump stopped. The hospital perfusionist noted that the unit was marked with manufacturer yellow labeling indicating that the unit had not been installed by the manufacturer prior to hospital use. Manufacturer personnel have since visited the site and installed the back up battery (dc) to support the unit when unplugged from ac power. The device has now been put back into service at the hospital.

Manufacturer narrative:
The hospital perfusionist noted that the unit was marked with manufacturer yellow labeling indicating that the unit had not been installed by the manufacturer prior to hospital use. Manufacturer personnel have since visited the site and installed the back up battery (dc) to support the unit when unplugged from ac power. The device has now been put back into service at the hospital. Patient remains ongoing on lvad support. No further information is available at this time.